Event description:
It was further reported that the patient erosion of the implanted pulse generator. Antibiotics were administered. The complete implanted pulse generator system was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).